Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1677. Reference MFR report: 1627487-2013-1678. The pt has two leads (3146) implanted with the same lot number. It was reported the pt is not receiving effective stimulation. The pt was involved in a car accident and suffered a fall down the stairs. An sjm rep met with the pt and lead diagnostics showed multiple low impedance. Reprogramming was unable to resolve the issue. X-rays have been ordered.